Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom pic motor error as a sys error 105 while running the device with a loaded set. Eval determined the cause to be a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed a pic motor error. It was also reported that there was no pt involvement.